Event description:
The customer reported a failure to charge during op check. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported a failure to charge during op check. There was no patient involvement. The device was evaluated by a philips field service engineer. The symptom was not duplicated. The device passed all testing and was returned to service. We are unable to determine the cause as the symptom was not duplicated.